Event description:
It was reported that an asymptomatic patient presented in the clinic for a routine follow up. Upon interrogation, the pulse generator exhibited far r wave oversensing which resulted in auto mode switch episodes. The device was reprogrammed and the patient would be monitored normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.